Event description:
Event description guidant received information that prior to replacing this pacemaker for normal battery depletion, a two second pause in pacing was noted on the holter monitor. During the replacement procedure, noise was noted on the ventricular lead after pressure was applied at the incision site. A lead fracture was suspected. Thius, the decision was made to surgically abandon and replace the lead. The pacemaker was then removed and successfully replaced. Your expressed concern regarding the possibility of decreased pacing output in the presence of normal battery depletion has prompted our analysis.